Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that during a scheduled device replacement, the doctor received a df-4 protecta device from the nurse instead of a df1 protecta device. The physician noticed the mistake when trying to connect the df1 rv lead into the header of the df4 protecta device. The physician claimed that the product identification was too complicated because of the small letters. The device was not implanted. No patient complications have been reported as a result of this event.